Manufacturer narrative:
Follow-up #1 (B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the display is dim, discolored, and difficult to read. The display was replaced with a test display and the contrast returned to normal with no signs of fading or discoloration.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was dim and was difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump was returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.